Manufacturer narrative:
A distributor field service engineer (fse) arrived at the customer site to address the reported error message on the aia-900 analyzer. The fse found a broken tip, which was removed to resolve the issue. The aia-900 analyzer was performing within manufacturer's specifications. No further action was required. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 17-jun-2018 through aware date (B)(6) 2019. There were no other similar events reported during the search period. The aia-900 operator's manual under section 12, flags and error messages, states the following: 12.2 error messages and corrective action: if an abnormality occurs during measurement, or it is difficult to continue measurement, an error message will be displayed. When an error message is displayed, a buzzer sounds to inform the operator of the trouble, and also an error message is printed out. If an error occurred, and the assay could not be completed normally, it is conceivable that an error flag is attached to the measurement value, preventing a result from being obtained. [4123] sample-z home overrun: cause: the home sensor s052, which is not supposed to be activated after the specimen dispensing arm z moves, was activated. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s052 and check to see the cause of slipping, and so on, that occurs when pm051 moves to the limit side. The most probable cause of the reported event was due to the operator placing a tip incorrectly on the aia-900 analyzer.

Event description:
A customer reported to the distributor getting error message "4123 sample-z home overrun" on the aia-900 analyzer. The sample dispensing arm made an unusual noise and the error occurred. A distributor field service engineer was dispatched to address the reported event, which resulted in delayed reporting of beta human chorionic gonadotropin (bhcg) patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.